Manufacturer narrative:
Failure analysis revealed no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. The device was monitor and no audio beep anomaly noted. No moisture damage on the electronic assembly, minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip.

Event description:
Customer reports continuous beeping of insulin pump. Customer states when she changed batteries, she received a button error alarm. Customer's blood glucose was 138 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.